Event description:
Patient reported their nevro leads moved in 2021 and had them put back in place in 2021. Pt got an infection and their nevro system had to be explanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).